Manufacturer narrative:
The device was returned to olympus for evaluation and an image issue with the device was confirmed. There was a loss of image due to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii video system center had no image at plug in. The reported issue occurred during an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty patient board set could not be determined. The patient circuit board had control function of the scope and transmission function of the image data. Olympus will continue to monitor field performance for this device.